Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-jan-27: information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for the call was the patient reported they had been recharging their implanted neurostimulator since noon and it had not charged at all; the patient noted the screen did indicate excellent or good recharge quality. The patient noted this had happened once before about a month to a month and a half ago, at least december, maybe a little before christmas. The patient reported no visible damage to the recharger. The patient did state their implant battery had been depleted this morning when they began charging. The agent had the patient connect the recharger, and the patient reported recharging excellent with the controller at 70% and the at ins 30%. The agent reviewed information with the patient and advised the patient to charge the implant before it fell below 30% when possible. The patient added they were told by the manufacturer representative (rep) that the implant battery would last 2 weeks without charging, which was how it started out, but the patient stated it then changed to 1 week. The agent reviewed implant charge duration was based on therapy usage and settings and redirected the patient to their hcp and rep to further address, if needed. No symptoms were reported. 2025-feb-21: additional information was received from the patient. They reported that there were no changes in their activity level or the programming of the device that led to the battery only lasting one week. Patient charges it every week now but some weeks it doesn't last a full week. The issue is somewhat resolved, they charge every week and sometimes more often. Patient said this is supposed to be an improved model but it is not for them, the old one they charged once a month. They used both models 24/7 and without it they would be unable to function.